Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit module, flow sensor, and flow sensor module were replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the co2 level was higher than expected. There was no report of patient injury.